Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) called to report a ¿bacterial eye infection¿ in the right eye (od) while wearing acuvue® oasys® brand contact lenses (cl). The pt went to a hospital and was diagnosed with bacterial keratitis od. It was unknown what kind of bacteria it was; however, the pt reported that the doctor stated that the ¿bacteria was from the contact lens¿. The pt was hospitalized from (B)(6) 2018 to (B)(6) 2018. The pt was prescribed: cefazolin, once every half hour for the first 7 days, then once every 3 hours until the end of (B)(6) 2018; gentamicin, once every half hour for the first 7 days, then once every 3 hours until the end of (B)(6) 2018; tobramycin, to apply after pt was discharged, once per night before going to sleep; fluorometholone, apply three times per day from (B)(6) 2018 until the end of (B)(6) 2018. The pt reported follow-up visits on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. The pt was instructed by the doctor to discontinue cefazolin and gentamicin on (B)(6) 2018 and to start on the following new medications on (B)(6) 2018: levofloxacin, apply four times a day from (B)(6) 2018 until (B)(6) 2018; fluorometholone, apply twice a day from (B)(6) 2018 until (B)(6) 2018. Pt reported a follow-up visit pending for (B)(6) 2018. The pt reported the od vision was initially ¿completely blocked¿. Pt advised the od vision is currently still not clear, but states the vision is getting better. On (B)(6) 2018, an email was received from the pt with the following attachments: hospital receipt dated (B)(6) 2018: cefazolin eyedrops, gentamicin eyedrops. Hospital receipt dated (B)(6) 2018: levofloxacin eyedrops, tobramycin eye ointment. Hospital receipt dated (B)(6) 2018: levofloxacin eyedrops, cefazolin eyedrops, fluorometholone eyedrops, tears naturale eyedrops. Hospital receipt dated (B)(6) 2018: levofloxacin eyedrops, cefazolin eyedrops, fluorometholone eyedrops, tears naturale eyedrops. Hospital receipt dated (B)(6) 2018: levofloxacin eyedrops, tears naturale eyedrops, cefazolin eyedrops, fluorometholone eyedrops. Hospital receipt dated (B)(6) 2018: cefazolin eyedrops. Hospital receipt dated (B)(6) 2018: levofloxacin eyedrops, tears naturale eyedrops, fluorometholone eyedrops. Discharge paper from the hospital: admission date: (B)(6) 2018; clinical discharge date: (B)(6) 2018; length of stay: 5 days; diagnosis: principal ¿ keratitis; medication prescribed - discharge medications: ¿cefazolin (p/free) 50mg/ml eye drop ophthalmic 1 drop to right, q2h -- for 7 days; gentamicin (p/free) 14mg/ml eye drop ophthalmic 1 drop to right, q2h -- for 7 days; tobramycin 0.3% eye ointment ophthalmic 1 application to right, on -- for 7 days¿; care plan: ¿tcu cornea (B)(6) 2018, va iop oa¿. On (B)(6) 2018 a call was placed to the pt who provided additional information. The pt reported the symptom onset of od swelling, pain and redness was (B)(6) 2018 after a few days of wearing a new lens. The pt went to a general practitioner on (B)(6) 2018 who diagnosed keratitis. The pt was referred by the general practitioner to the hospital. Pt used alcon opti-free cleaning solution. The medical report was requested, but the pt refused to provide it. No additional medical information has been received. The suspect od cls was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00352l was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 20feb2019, a letter from the patient¿s (pt) treating eye care provider (ecp) dated 19feb2019 was received: the pt was being seen for right eye (od) contact lens-related infective keratitis since (B)(6) 2018; corneal scrapping showed gram stain wbc 3+, cultures - staph epidermis, and fungal microscopy no hyphae/mycelium. During the most recent visit on (B)(6) 2018, a paracentral quiescent scar was noted in the pt¿s od; visual acuity was 6/6. A follow-up visit is scheduled for (B)(6) 2019. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Section h - 6: code 1793 - corneal scar.